Event description:
It was reported that the pressurewire x, wireless device was to be used in the left circumflex (lcx) lesion. It was noted the vessel itself was heavily calcified and tortuous/kinked. It was difficult to remove and difficult to advance due to the anatomy. However, during intervention, the tip was torn/ripped off. The tip was stented into the vessel. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported material separation was confirmed; however, the reported difficulty to advance and remove the guidewire from the anatomy were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance and remove the guidewire from the anatomy which caused material separation and resulted in the device (distal tip) embedded in tissue or plaque appears to be related to circumstances of the procedure. The device was returned with kinks and a separation of the distal tip coil/corewire, which is consistent with the reported material separation and difficulty to remove from the anatomy. In this case, it is likely that the patient¿s anatomical conditions (heavy tortuosity and heavy calcification) caused the reported difficulty to advance and resulting guidewire damage/separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.